Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after hearing an alert. The alert was triggered due to short v-v intervals and non-sustained episodes. Oversensing was noted on a stored episode from earlier that day. The lead was explanted. No patient complications have been reported as a result of this event.